Event description:
It was reported that the patient had the artificial urinary sphincter system with a 5.0 cm cuff removed due to atrophy under the cuff. A new artificial urinary sphincter consisting of a 4.5 cm cuff, pump, and balloon was implanted. The patient fully recovered following the replacement surgery.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.